Manufacturer narrative:
(B)(6). Device is a combination product. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that shaft break occurred. The 23x2.7mm, 78% stenosed target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery (lad). A 3.00x24mm promus element¿ plus drug eluting stent was advanced to treat the target lesion. However, it was noted that the shaft of the stent delivery system was fractured at the location far from the distal stent. The device was completely removed and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR: a promus element plus mr ous 3.00 x 24 mm stent delivery system was returned for analysis. A visual examination of the stent found no issues. There were no signs of damage or lifting of the stent struts. The stent showed no signs of damage or movement and was set equidistant between the proximal and distal markerbands. The crimped stent outer diameter was measured and the result was within the maximum crimped stent profile measurement. The bumper tip of the device was examined and no issues were noted. The balloon cones were reviewed and no issues were noted. A visual and tactile examination of the device found that the hypotube was broken at approximately 220 mm distal to the strain relief with multiple kinks along the full catheter length. An examination of the inner and outer lumen and mid-shaft section found no issues. The bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that shaft break occurred. The 23 x 2.7 mm, 78% stenosed target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery (lad). A 3.00 x 24 mm promus element¿ plus drug eluting stent was advanced to treat the target lesion. However, it was noted that the shaft of the stent delivery system was fractured at the location far from the distal stent. The device was completely removed and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.